Event description:
This is the second of three reports regarding ins8401 accudrian with anti-reflux valve. It was reported that the drain blocks and the user facility has had poor pt outcomes due to the product problem. The user facility has subsequently converted back to the codman eds3. Additional information was received on (B)(4) 2014 with the following: 3 accudrains ins8401 got blocked in the thinner part before reaching the anti-microbial hydrophobic filter. The doctor said that the blockage occurred because of smaller diameters in this area. The flow got restricted moving from bigger diameter to smaller diameter. The drains were not flushed. The doctor only flushed the drains after the blockage occurs. The device was in contact with the pt. There was no pt injury or death alleged. The event did not lead to increase the surgery time. The date of the event for this report is (B)(6) 2014 and (B)(6) 2014 (to be confirmed).

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated upon the reported info.